Event description:
Pulse ox not working. Cable switched out to isolate what was causing the issue and the pulse ox still would not function. Tried several probes from the same lot number and they would not work. Found a different lot number and they worked. Also found another box with the same lot number as the ones that would not work and they worked.